Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the rv lead encountered suspected fracture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at follow check, the right ventricular (rv) lead exhibited high impedance. The rv lead was capped, remains in the patient out of service and replaced with a different lead. No patient complications have been reported as a result of this event.